Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed functional testing and bench handling without duplicating the report. The device was able to pace, display ECG, and deliver the required energy levels while pacing without issue. The device was recertified and returned to the customer. Review of the device log shows "ECG lead off" and "pd core warning 247" messages which are evidence that a valid patient impedance is not detected. Per the operators guide, when an ECG lead off message is displayed, it is recommended that the ECG/therapy electrodes, lead wires, and cables are inspected for proper connections. The accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.